Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-01538. It was reported one of the patients leads displayed high impedance. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Surgical intervention addressed the issue. Note: both of the patient's leads are being reported as it is unknown which lead had high impedance.

Manufacturer narrative:
A patient experienced high impedance was reported to abbott. As a result, one of the patient's lead(s) was explanted and replaced to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.